Event description:
Patient received a bolus of infusion instead of a slow infusion rate of 6.1 ml/hr--with the IV pump programmed at the correct setting, dose, and rate. At 0130, primary rn noted the IV heparin bag almost empty when she stopped the IV pump per protocol, based on the antixa level results of 1.10. The 250 ml heparin bag (new bag) was started by primary rn with a rate of 6.1 ml/hr based on a dose of 10 units/kg/hr with the patient's weight of 61kg. From 1912 up until 0130 (about 6.5 hrs), the total heparin infusion should have been 39 ml. There was only about less than 100ml left in the bag when the rn noted the incident. This was verified by another rn. The patient was infused with at least three times as programmed. We validated the pump settings with two rn's before we turned it off with settings as follows: rate 6.1ml/hr; vtbi 185.5; conc 25,000u/250ml; dose 10u/kg/hr--these are correct settings based on the md orders and heparin protocol using the acs nomogram.the pump has been sequestered, together with the primary IV tubing and the heparin bag.the patient is stable at this time, with no signs or symptoms of bleeding. Md notified, labs have been drawn and the protocol will be followed as ordered. Ans is also aware of this event. The heparin drip is still on hold at this time as the antixa level is still critically high and continuously trending up. This patient is a (B)(6) year old male admitted on for a subacute stroke, was placed on the heparin drip because of right internal carotid artery occlusion and left internal carotid artery critical stenosis. He is scheduled to have surgery (endarterectomy). He is closely monitored. I will also notify surgeon as this patient is his first case today--he may want to make some changes or reschedule the surgery.